Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: health effect - clinical/ impact codes removed 1888 and 4613 replaced with 4582 and 2199.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a device history record (DHR) review and a review of the complaint handling database was not performed because the lot number was not reported. The reported patient effect of hemorrhage is not listed in the copilot bleedback control valve 0.096¿ instructions for use as a known foreseeable event; however hemorrhage is listed as a foreseeable event in the no-fault errors for coronary and endovascular products risk assessment. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. The reported patient effect(s) are a result of the reported leak difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as 08/01/2024 d4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported as a general comment by the physician that when using the copilot bleedback control valve (bbcv) a lot of blood is pulling. The seal is not sealing correctly. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.